Event description:
Customer's father called to report a hospitalization due to high blood glucose. The current blood glucose reading is 215 mg/dl. Customer has treated with insulin pump. The blood glucose at the time of the event was over 600 mg/dl. The insulin pump alarmed several no delivery alarms and motor error. The customer experienced vomiting. Diagnosed diabetic ketoacidosis. Customer was admitted to ICU. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked battery tube threads and cracked reservoir tube lip. Noted during visual inspection.